Event description:
It was reported that double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt, and no damage was present. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation. Root cause of the reported issue is unknown however, fluid ingression was found on the downstream occlusion sensor. Recommended that the downstream occlusion sensor be replaced. The reported product is beyond 16 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.